Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. The patient acquired peritonitis while in the hospital for an unrelated event. The patient was treated with unspecified antibiotics. A few days after being diagnosed with peritonitis, the patient experienced an aneurysm and later passed away. Therapy was ongoing until the time of death. It was unknown if the patient recovered from the peritonitis prior to death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13e31025 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted but did not indicate any issues related to the reported event. A batch review was conducted for potentially associated lot numbers h13a04047 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).